Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 5 failed could not be recovered. The station was rebooted twice and recovery was attempted, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) verified no response to open in hardware test application, checked and reseated pyxibus and power connections with no change, and confirmed no obstruction initially. Further inspection identified the damaged retractor band, which was replaced. Drawer functionality was successfully tested in hardware test application after replacement and confirmed operational. The system functioned as intended after the field service engineer repaired the device.